Event description:
Spontaneous call, pt had issues with pump; she was done infusing first syringe. Pt disconnected first syringe, changed to second syringe. Placed syringe into pump. When she started the pump, the plunger went all the way to the front of the syringe and medication came out of the back of the plunger. Pt has another vial and pump to infuse the rest of today's dose. No side effects reported; no missed dose; unknown if pump available for return. Lot unknown. Indication - common variable immunodeficiency. Reported to (B)(6) by pt/caregiver.